Manufacturer narrative:
The device was received in with damages to the housing and missing battery door. Analysis of the product found the voice only and voice and tone modes will not play the pre-recorded message. A clicking sound can be heard in place of the recorded voice message. This malfunction may fail to encourage the patient to not exit the bed and may not alert the caregiver to the patient¿s exit. Previous investigation for this malfunction found it to be related to a defective voice chip. Based on the age of the device, it is likely the cause of the failure is related to normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the battery door is missing and the wires are exposed at the sensor receptacle. Investigation of the returned unit found the recorded message did not play. The date the issue was discovered is unknown and no patient incident or injury was reported.